Event description:
It was reported that the user called from the hospital during an infusion set change and requested assistance reconnecting the ilet; hospitalization was for blood pressure issues, and for a period the hospital managed glucose before reconnecting the user to the ilet, with no alerts reported and cause of the hyperglycemic event unclear. Symptoms included hyperglycemia. Outcomes included hospitalization as well as no lasting health consequences reported. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no specific device or use problem, no available findings, and insufficient information, with no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.